Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. The healthcare provider reported that the scar tissue was related to the device/therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. A revision was reported; the patient's ins was being revised to remove scar tissue that formed at the ins site. It can be noted that the scar tissue was very thick and caused the patient pain. It can be noted that the revision occurred on date of initial report. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.